Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia on (B)(6) 2012, gestational hypertension on (B)(6) 2012, amenorrhea, varicella, adenomyosis, adnexa uteri pain, endometriosis, pelvic adhesions, endometrial ablation and uterine cancer. On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) and vaginal haemorrhage ("abnormal bleeding (vaginal). In (B)(6) of 2010, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), abdominal distension ("bloating"), back pain ("lower back pain") and weight fluctuation ("weight fluctuations") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury") and was found to have thyroid cancer ("tyroid cancer / cancer") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), salpingooopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, thyroid cancer, psychological trauma, hormone level abnormal, weight increased, vaginal haemorrhage and weight fluctuation outcome was unknown and the abdominal pain, menorrhagia, dysmenorrhoea, abdominal distension and back pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, thyroid cancer, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009. Patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, hormonal changes, weight gain and thyroid cancer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: new events were added: abnormal bleeding (vaginal), bloating, lower back pain, weight fluctuations. Event onset date, event outcome, patient history and lab data were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and thyroid cancer ('thyroid cancer / cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury") and was found to have thyroid cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, thyroid cancer, abdominal pain, menorrhagia, dysmenorrhoea, psychological trauma, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, thyroid cancer and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2009. Patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, hormonal changes, weight gain and thyroid cancer. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- case becomes incident. Event injury was removed. New events dysmenorrhea (cramping), pelvic/chronic pain, abdominal pain, menorrhagia (heavy menstrual bleeding, psych injury, hormonal changes, weight gain, thyroid cancer were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.